Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post cryo ablation procedure, the patient experienced acute hypoxia respiratory failure. It was additionally re ported that the patient experienced chest discomfort and shortness of breath. Computerized tomography (CT) was performed and no abnormalities were shown. It was noted that the patient had mild fluid overload and had a trace of pericardial effusion on the transthoracic echocardiogram (tte). Medication was administered for the patient's pericarditis. Patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that acute hypoxia respiratory failure did not occur and was reported in error.

Manufacturer narrative:
Continuation of d10: product ID:2ach20, product type: mapping catheter. Product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.